Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 25mm navitor vision valve was selected for implant using a small flexnav delivery system (ds). Access site was selected as transfemoral vessel. The patient has severe calcification on the right coronary cusp (rcc). Pre-implant balloon valvuloplasty (pre-bav) was performed using a 20mm, unspecified balloon. During preparation, upon opening the ds, distal tip came into contact with the external (non-sterile) area, resulting in loss of sterility so it was replaced with a new small flexnav ds. During the procedure, at 80 percent, the implantation depth was found to be shallow, therefore, recapture was attempted. On the second attempt, an iso (incomplete stent opening) was observed; however, deformation (buckling) was also observed at the distal portion of the valve capsule, and complete recapture was not possible. The system was then slowly lifted in the ascending direction and recapture was attempted again, but the deformation of the valve capsule did not resolve. Subsequently, the system was slowly retrieved towards the descending aorta, and another recapture was attempted at a straighter segment along with the use of micro-adjustment wheel; however, approximately 7 mm of the valve tip could not be accommodated within the capsule. While considering further management, a dissection in the descending aorta was identified, and retrieval was temporarily aborted. Echocardiographic assessment was performed, and as the hemodynamics were stable, a 23mm, non-abbott valve was inserted via the subclavian artery and successfully implanted. The ds was slowly withdrawn via the transfemoral approach with the valve tip still exposed. Subsequent angiography confirmed no dissection in the lower extremities, and the descending aortic dissection was judged to be manageable with conservative treatment (observation). The procedure was then concluded. The user believed that the navitor valve expanded non-uniformly due to the calcification of the rcc. The patient had extended hospitalization, and in a stable condition. The patient is also expected to be transferred to another facility soon.